Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 0.3 ml insulin syringe with bd ultra-fine¿ needles plunger broke during use.

Manufacturer narrative:
H.6. Investigation summary: customer returned photos of 1cc syringes. Customer states that it looks like the plunger was a bit soft, cracking completely in the middle. The photos were examined and exhibited a broken thumb press on the plunger rod. A review of the device history record was completed for batch # 7170874 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200706680] noted that did not pertain to the complaint. There was one (1) notification [200707042] noted dry barrels. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Probable root causes: for broken/bent plungers dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break or bend plungers. Bowed plungers that do not get seated, and get broken off at the delrin wheel.

Event description:
It was reported that the bd 0.3 ml insulin syringe with bd ultra-fine¿ needles plunger broke during use.